Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by Tandem¿s Technical Support to obtain additional information; however, no response was received.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 16 Pro Max / iOS_26.5.